Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model t4 serial number/date code (B)(4) is approximately 10 months old. The user manual part number 1110558 rev g (apr-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition includes; diabetes mellitus, bph, h/o stomach cancer, and sleep apnea. Stability and medication regimen are unknown . The consumer is a (B)(6), height unknown and (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The chrome on the handrims is allegedly chipping off, causing cuts on the consumers hands. No serious injury is alleged.